Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control panel. The technician replaced the board to resolve the issue and subsequent testing did not identify further failures. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the issue.

Event description:
Sorin group (B)(4) received a report that the pump stopped during the case. The pump was power cycled, but thids did not resolve the issue. The patient was not affected.

Manufacturer narrative:
Sorin group (B)(4)manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump stopped during the case. The pump was power cycled but this did not resolve the issue. The patient was not affected. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.